Event description:
Reportable based on device analysis completed on 08 may 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but lost image occurred and nothing was displayed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was torn.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Additionally, an imaging core windup with a broken driveshaft beginning 157.4 cm from the distal end of the connector shaft was observed. Microscopic inspection confirmed the imaging core windup with broken driveshaft in the imaging window section, and noted the imaging window was torn. Impedance testing was performed which showed an electrical open at the proximal end of the catheter between 140 to 150 cm from the distal housing. Based on analysis of the returned device, the clinical observation of visualization issue was confirmed.